Manufacturer narrative:
Investigation summary: it was reported that several cases from this lot have had leaking issues. To aid in the investigation six trays with twenty units each and five photos were received for evaluation by our quality team. One tray is opened and the other five are sealed. Ten random samples were selected for the leakage test and all samples passed. The photos provided show the samples received. A device history record review was completed for provided material number 309680, lot number 0121938. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom of leakage past stopper reported by the customer couldn't be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50cc ll tip convenience pak leaked and the plunger was broken. This occurred on 20 occasions. The following information was provided by the initial reporter: it was reported that several cases from this lot have had leaking issues and plungers are broken.